Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 module analyzers, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020 and these values were reported outside of the laboratory to the physician. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e 802, an e 602, and an e411 analyzer on (B)(6) 2020. The e 801 analyzer used at the customer site is serial number (B)(4). The e 602 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The e411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 404623, with an expiration date of 31-jul-2020 was used on this analyzer.